Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and part/lot numbers required to review the device history records was not provided. Provided information states the patient was revised due to loosening, 15 years post-op and poly wear observed on the insert. Although the cause of the loosening is unknown, it would not be unreasonable to expect some degree of poly material wear after approximately 15 years of implantation. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of loosening of the tibial and femoral component. Poly wear of the insert was noted.